Event description:
Customer states that the device produced results of 500mg/dl, 350mg/dl, and 200mg/dl within 10 minutes on the same device. No action was taken based on device results. No adverse event reported. No quality controls were used. Requested return of suspect device and replacement was sent.